Manufacturer narrative:
The devices, intended for use in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms without the requested clinical information a thorough medical investigation regarding the revision cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. It was reported that the impactor rubber tip broke in half upon impact of the femoral head. Per e-mail communication no pieces fell into the patient. A back up device was used to complete the procedure with no delays or injuries reported. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to unknown reasons.